Event description:
It was reported that revision of tibial component due to loosening of cement mantle. Component implanted in 2007 into a female. Full rom achieved (0-130 deg) within a short period of time and all seemed well radiographically well positioned post op and patient very satisfied. One year post op, no pain or decreased rom but some signs of tibial loosening, by 2 yrs tibia grossly loose and increasing pain requiring walking aid. Tibia revised in 2009 with no problems. Surgeon is concerned by the irregularities in the tibial insert surface that he describes as "pitting".